Manufacturer narrative:
Device could not be found at the account, therefore, the product was not sent back and it could not be evaluated. The burn could have involved a corroded attachment that heated up during the procedure. The corrosion could have been caused by improper cleaning and sterilization practices at the account. The failure cannot be confirmed as the product was not received for investigation.

Event description:
Doctor states that the attachment overheated and caused a burn to the pt's back. Burn area was approx. 3 cm in length and 1 cm wide. Doctor incised the skin and dermis and reclosed.